Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. The pump was missing the end cap sticker. The pump had scratched lcd window. The pump powered up properly after battery installation and the pump had currents within specifications. There was no failed battery test alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 277 mg/dl at the time of incident. The customer stated that they were trying to prime when the pump alarmed failed battery test and insulin started squirting out. They were unable to exit the "preparing to prime" loop and they were stuck in the "rewind complete/bolus delivery" loop. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.